Manufacturer narrative:
Updated fields:b4,g3,g6,h2,h11. The date the blood entered the pim module cannot be determined. The client did not record this event and the date of blood entry into the module cannot be determined, as per latest gfe response, date of event is not confirmed.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during preventive maintenance inspection that on the cardiosave intra aortic ballon pump(iabp) had presence of blood was revealed. There was no patient involved.

Event description:
It was reported by the getinge fse that during preventive maintenance inspection on the cardiosave intra aortic ballon pump(iabp) presence of blood was revealed in pim module and security disk. There was no patient involved.

Manufacturer narrative:
Correction field: b5. Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. The getinge field service engineer (fse) that discovered the issue replaced the pneumatic module assy. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6(problem code, investigation findings).